Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their transmitter and high blood glucose levels. The customer states she was stressed out driving in the snow, and their levels rose to 400mg/dl. The customer states they treated the high with a bolus. Test plug was run with the customer and the device was found to be operating as designed. The customer was advised to call back if issues persist.